Manufacturer narrative:
Since this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
A patient reported, that their lower jaw may be higher than their left side. And the aligners are pushing into their gums. Upon review of the record, the following issues were reported by the customer. The aligner and hyper byte created major inflammation. The customer, was also diagnosed with tmj and under went steroid treatment. The customer additionally reported, a hole in their front tooth from a crack.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.